Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event.

Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event. It was further noted on an earlier document that the programmer was unable to interrogate. The radio frequency (rf) programmer head was returned along with the programmer and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 2067l radio frequency programmer head. (B)(4).

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis was unable to confirm the customer comment that the device would not power up. Analysis did find that the programmer was returned with no keyboard, and that both hinges were broken, and that the programmer had a noisy system fan, that the case was missing its bottom "feet" as well as having missing and loose hinge plate screws. Product ID 2067l radio frequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.